Manufacturer narrative:
The information was reported directly to medcomp from the FDA via a medsun report. The reporting facility was contacted for additional information regarding the device and the event. No communication was received. No further information was received. Without sufficient information, or an evaluation of the device involved, we are unable to determine the root cause or factors that may have contributed to this event. The report indicated the failure occurred when the patient was being moved in the bed, with no warning to the other staff. It is possible the catheter was pulled and stressed beyond the design capabilities.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hd line was dislodged while moving ccrt circuit in preparation for head CT. Pt is a liver transplant on crrt that required a head CT for increasing ammonia. Pt laying low in bed, ccrt lined closer to hob so lines were taut. The crrt circuit was move and they did not communicate the plan prior to moving the patient. Moving the circuit cause tension on the line causing it to dislodge.